Event description:
Surgeon was dissecting patient's soft palate using bipolar cautery when nurse pointed out that the bipolar cautery had contacted the patient's upper lip and given a local burn. There was also another burned area noted on the upper lip just to the right side of the midline. Care was taken thereafter to assure that the lip was fully protected. Surgeon noted that the bipolar cautery instrument itself was deemed to be functioning properly. However, there was no insulation on the handle portion of this bipolar cautery. Medical exam notes: minor thermal burns on upper midline lip and right lateral lip - appear to be stage 1-type burn with no blistering noted. Elmed bipolar dennis probe was sent out for service (chip was noticed in the insulation at the base of the bayonet needle mount). Inspection revealed handle slightly discolored, bayonet electrodes bent out of shape, and the insulation damaged. Service consisted of disassembling the instrument, insulation stripped, electrodes straightened, reinsulated and reassembled. Unit tested and returned. Biomed inspected/tested the electrosurgery unit and repaired a frayed power plug and returned to service.